Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible, since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the vascular occlusion could not be conclusively determined; however, a posterior wall flap was present. The angio-seal instructions for use (IFU) state, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution, that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that four days following the angio-seal deployment, the pt developed a vascular occlusion. The device was surgically removed and the left femoral artery was repaired. A posterior wall flap was observed. The pt was recovering.